Manufacturer narrative:
This is a non-sterile device with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on april 19,2022. Prior to placing the brush in the scope, they straighten the noticeable bent in the brush. When the brush was passed down in the scope channel, tension was felt and the brush broke and got stuck inside the scope. The detached brush was retrieved from the scope by pushing out using another of the same hedgehog double-end brush and completed the procedure. There was no patient involvement with this event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on april 19,2022. Prior to placing the brush in the scope, they straighten the noticeable bent in the brush. When the brush was passed down in the scope channel, tension was felt and the brush broke and got stuck inside the scope. The detached brush was retrieved from the scope by pushing out using another of the same hedgehog double-end brush and completed the procedure. There was no patient involvement with this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush detached. Block h10: investigation results one hedgehog double-end brush was received for analysis. The small brush was returned separated from the rest of the device. The other head and remaining length of the catheter was not returned. A visual analysis was performed and it was found that the small brush head was detached from the device due to a broken catheter. The brush was dimensionally inspected and all critical dimensions that could be measured were within specification. No other problems were noted. The reported event was confirmed. Analysis of the returned device confirms that the channel brush head detached from the device due to a catheter break. Based on all gathered information, it is likely that the damage occurred due to excessive force or device manipulation during use. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: blocks e3, h4 and h6 (device codes) have been corrected.